Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a cerebral angiogram in 2002. The patient presented to the emergency room with a fever and discomfort in the left groin. It was noted that there was a "red bulging area on the left groin site." The patient was admitted to a medical/surgical floor and begun on IV antibiotics. It was reported that the infection "was not clearing up as expected". The wound was surgically evacuated. The surgeon's report stated that there was an infected hematoma. The hematoma was reported to be "anterior to the vessel and separate from the vessel". The patient remained hospitalized for approximately one week. There is no report of further adverse patient sequelae.